Event description:
It was reported that a sitter select alarm model 8361 had no alarm. There was no pt injury reported.

Manufacturer narrative:
Evaluation results: (other) -the alarm was found to have heavy corrosion in the battery compartment.